Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch ultra meter was not powering on. The medical affairs specialist (mas) called and spoke with the pt on january 5, 2008 and obtained add'l info. The pt informed the mas that she has had the subject meter for about 3 months, however, it stopped powering on about a month ago. The pt also mentioned that about two weeks ago (exact date/time not provided), she experienced being faint and dizzy. She attempted to power on the meter by inserting a test strip, however, the meter did not power on and she was not able to test her blood glucose. She called her friend who is also a diabetic and asked her to bring her meter (unknown brand) over for her to use. The result obtained on the friend's meter was "under 30" mg/dl (the pt could not recall the exact result). She "immediately drank some orange juice" and felt better after a few minutes. She did not seek any medical intervention. At the time of troubleshooting, it was verified that this was not a new product and based on the info provided, there was no misuse of the product. The pt was using the correct test strips and had replaced the battery per the owner's manual. The batteries were also correctly installed and the condition of the battery contact was good. However, the meter did not turn on when the power button was pressed or when the test strip was inserted all the way into the test strip port. This complaint is being reported because the pt alleged she experienced symptoms of hypoglycemia after the reported issue began. She treated self with juice and felt better after obtaining low result on another meter. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.